Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had discomfort with the position of the battery and had a revision. During the revision, the physician changed out the lead. Impedance on the lead was 707 ohms. Contact info was not provided; f/u was not possible.